Event description:
It was reported that the zimmer dermatome was not rolling correctly. Additional follow up with the customer indicated that there was no further info available regarding the reported event. However, there was no report of pt injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 6 years old and was repaired previously on (B)(4) 2012. The inspection found the left end of the control bar had nicks and dents. The ears were also found to be very worn. The master blade was not flush with the control bar. Width plates of sizes 4in, 3in, and 2in were observed to have nicks. The device operated within specifications. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. This is a re-usable device, subject to normal wear and tear. According to the instructions for use included with the device, handle the zimmer air dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Do not use. The hand piece and accessories must be inspected prior to each use.